Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The patient was hospitalized for the event. The patient was treated with unspecified antibiotics (dose, route and frequency not reported) for the event. The patient was recovered from the peritonitis event. It was reported that the patient continued therapy using manual exchange. Additional information was requested but is not available. This is report 4 of 4 involved in this event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter titanium adapter. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).